Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 400mg/dl. The customer treated with manual injection. The customer believes the issue lies with the infusion sets, and not the pump. The customer mentioned having had air bubbles, but declined to troubleshoot. The customer was advised the sets would be replaced and returned for analysis.